Event description:
It was observed during the device inspection, that the subject device exhibited a broken bending section cover, metal joints were lifting in bending section. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was damage to the bending section cover and curved section where the root cause of the incident could not be determined. It is probable that during user handling, physical stress was applied to the curved part, causing the incident. Due to a cut at the bending section cover, water tightness was lost, and the angulation rubber was leaking. By handling in accordance with the IFU (instructions for use), users may be able to reduce/prevent the occurrence of this event. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient olympus will continue to monitor field performance for this device.